Event description:
It was reported that the patient was diagnosed with pericardial effusion and cardiac tamponade secondary to suspected right ventricular (rv) lead perforation during implant. Multiple attempts had been made to implant the rv lead in the rv apex with unacceptable numbers, so the lead was placed in the septum. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).